Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Reporting address line 1: (B)(6). A philips authorized service personnel (asp) went onsite and determined the speaker needed to be replaced due to a fault. Once the work was completed, the system was confirmed to be working properly. A good faith effort (gfe) was sent out to confirm sound. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a message appeared saying the speaker is not working. It is unknown if the device produced sound at the time of the report. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who confirmed the alleged malfunction. The rse dispatched a philips authorized service provider (asp) onsite to further evaluate the device. The asp replaced the speaker assembly due to the inoperative message. Once the speaker assembly was replaced, the device returned to working specification. A good faith effort response confirmed no sound was present at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.